Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas leak and is not functioning, the pump was paused for twenty minutes. The unit was exchanged the balloon continued pump alarms despite the unit being exchanged, patient remained hemodynamically stable. There were no injuries reported. Related to complaints: (B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has gas leak. A getinge field service engineer (fse) confirmed gas loss alarms in logs.unable to duplicate the gas loss alarm.consumed console cover screw kit.device passed all functional and safety tests according to factory specifications.